Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker system exhibited low out of range pacing impedance measurements on the right ventricular (rv) lead, measuring less than 200 ohms. This rv lead was surgically abandoned and replaced. No additional adverse patient effects were reported.